Manufacturer narrative:
The insulin pump was received with no button response on the escape and act buttons due to the connector on the lcd board half unlocked; locked in the connector and buttons function. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. The insulin pump passed pump self-test, off no power test and a21 error test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was 499 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.